Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead. The was capped and replaced. Nine years later, the rv lead was explanted. No patient complications have been reported as a result of this event.